Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated, "the lead came loose, the screw was loose or something." The rv lead was explanted and replaced, and the device remains in use. No patient complications have been reported as a result of this event.